Event description:
This report is being filed after the review of the following journal article: lv yang-xun et al. (2021), analysis of risk factors associated with flexor pollicis longus injury after volar plating of distal radius fractures, journal of international medical research, 49(8) 1¿10, doi: 10.1177/03000605211031438, (china). This study was performed to analyze the risk factors associated with flexor pollicis longus (fp, l) attrition or rupture after volar plating of distal radius fractures. From february 2011 to february 2018, 338 patients who underwent surgical repair involving volar plating were included in the study. Operative approaches included the classic henry approach, the modified henry approach, and the extended flexor carpi radialis approach. The unknown synthes volar distal radius plate was implanted to 64 patients while either of the 2 other competitor plates (sanatmetal volar anatomic plate and dvr anatomic plate) were implanted to rest of the patients. A total of 307 patients (145 males and 162 females, mean age of 48.90+/-12.60 years) had asymptomatic tenosynovitis while 31 patients (8 males and 23 females, mean age of 46.43 +/-10.30 years) had symptomatic tenosynovitis and rupture. Complications were reported as follows: 6 patients had either flexor pollicis longus attrition or flexor pollicis longus rupture. This report is for the unknown synthes volar distal radius plate and screw. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2a, d2b, d3, d4, g4 - 510k: this report is for an unknown constructs: lcp distal radius volar plate/screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.